Manufacturer narrative:
The investigation into the reported event is in process. A follow-up report will be submitted when additional information becomes available.It is unknown which serial number attritubted to the reported event. The user facility provided three serial numbers: (b)(6).UDI RELATED DATA CLARIFICATION - The lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that an employee sustained a cut to the back of their hand on a sharp number plate while removing a channel separator from their Reliance 6500 Endoscope Drying and Storage Cabinet. It is unknown whether medical treatment was sought or administered.